Event description:
Patient scheduled for a left lower extremity angiogram in the interventional radiology suite. The physician had inserted an angio sheath and the left lower angiogram was started. During the procedure, the fluorscopy equipment had a power failure. The system was rebooted without success. Physician was unable to obtain measuring films due to the mechanical failure. Stat request for portable c-arm was placed. All c-arms in use, 20-30 mintue delay in the procedure until a c-arm became available. Guide wire was removed but the sheath was left in place, procedure resumed upon arrival of the portable c-arm, unfortunately the artery had occluded and the patient was clinically ischemic. Patient taken emergently to the or. Patient recovered from surgery without adverse outcome. Philips fluoroscopy equipment involved model # 989600047562. This same unit had been under going repairs for several months by philips in attempt to identify power interruption problems and sources. Prior issues had not impacted any patients directly. During the process of repairs by philips service engineer on 08/23/2006, the unit began to smoke and fire department was dispatched. Scene cleared by fire dept.